Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device implant, high out of range impedance was noted. Psa testing of the lead did not reveal any issues. Multiple attempts to reconnect the lead did not resolve the issue. The device was replaced and no more issues were noted. The patient was fine throughout the procedure. The device will be returned.

Manufacturer narrative:
Correction:- patient identifier should have been "rf" and date of birth should have been (B)(6)1941.

Manufacturer narrative:
The reported field event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.